Manufacturer narrative:
The tech discovered the trend assembly was dirty and in need of adjustment. The technician cleaned and adjusted the trend assembly to repair the bed.

Event description:
Info received indicates the reverse trendelenburg is not engaging.